Event description:
New information noted that programming changes were made and that the patient remains stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a follow-up where it was determined via a stored electrogram that the patient¿s device was post-paced t-wave oversensing on the patient¿s ventricular lead. The patient did not receive inappropriate therapy during the oversensing. Programming changes were discussed. No further information was available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted the patient presented remotely via a merlin@home transmission of a stored electrogram showing non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the patient¿s ventricular lead. The patient did not receive inappropriate therapy during the oversensing. Programming changes were not made at this time. The plan is to bring in the patient at a subsequent time to consider changes. The patient has been stable throughout.